Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for high, out of range, high voltage lead impedance. The out of range measurement could not be reproduced. The patient will be monitored closely.